Manufacturer narrative:
Additional information will be provided once the investigation is completed. Two units from the same lot were implicated in this event.

Event description:
It was reported that when the surgeon went to implant the unit during a rotator cuff repair, the metal portion of the unit snapped off. The surgeon was able to extract the broken piece. It was further reported that when the surgeon went into the same hole with a second similar unit, the unit sheared off. The surgeon was unable to extract the broken piece. It was further reported by the surgeon that this was unusual as he had been using the product for a while and nothing like this had happened before.